Manufacturer narrative:
Details of complaint: on 5/22/2019 customer wrote into report this cns device experienced a communication loss event on 5/4/2019. The issue was determined to be caused by network having two competing devices: netkonnect and enterprise gateway. Nk cits disabled the older netkonnect server to resolve the issue. Netkonnect application part# qp-983p, serial # (B)(6) enterprise gateway application part# a/pwredge-r640, serial numbers (B)(6). Service requested: troubleshooting. Service performed: troubleshooting and disabling the competing netkonnect server. Investigation summary: communication between devices in the patient monitoring network relies on the user facility's network infrastructure, settings of each devices, and the involving networking components. This investigation was limited to issue caused by competing netkonnect servers resulting in the intermittent communication loss. Once the competing server was disabled, the reported communication loss was resolved. Other network communication issues (as listed above) are being investigated separately as other components and/or devices are involved. The root cause of this particular incident was attributed to facility having redundant competing netkonnect server running.

Event description:
The customer reported that the central nurse's station has communication loss while monitoring both bedside monitors and transmitters.

Manufacturer narrative:
The customer reported that the central nurse's station has communication loss while monitoring both bedside monitors and transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station has communication loss while monitoring both bedside monitors and transmitters.